Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the tip was broken off. The instrument corresponded to the drawings and processes at the time of manufacture. It was determined that too much force was applied to the tip, causing it to break. The hardness was measured and found to be good within specifications. This complaint is invalid from a manufacturing standpoint. A product development event evaluation was also performed and the design was found sufficient. The instrument was broken as described in the complaint, but there is no way to determine the exact way the instrument was being used at the time it broke. In addition, previous uses or misuses of the instrument could have contributed to the breakage. As a result, this complaint is deemed indeterminate.

Event description:
It was reported that some threads on the end of the drill guide were peeled off. It is not known how or when the screw threads peeled. It is not known if there was any patient involvement. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Event description:
During the procedure, the resident was using the plate bender to shape the plate when the end of the plate bender sheared off. The surgeon selected another bender from the set. No broken pieces fell into wound and there were no pieces to retrieve from the patient.